Manufacturer narrative:
The customer's meter and test strips were returned for investigation. The retention material of lot 29191100 and the customer material of lot 29191103 were both measured on an urisys 1800, a cobas u411 analyzer, a urisys 1100 analyzer, and the customer's urisys 1100 analyzer with native urine, a nitrite dilution series and a leucocyte dilution series. The results of the measurements fulfill our requirements. No false negative results were observed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer complained of false negative nitrite and leukocytes results for some patient urine samples from chemstrip 10 sg test strips on a urysis 1100 serial number (B)(4). The customer provided examples. The patient had symptoms of a urinary tract infection but the nitrite and leukocytes results were negative. The sample was sent to the laboratory. The nitrite and leukocytes results were positive in the laboratory. The customer stated that in other cases the nitrite and leukocytes results were positive for a test strip and negative for a different test strip. The customer did not believe the first results were correct. The customer suspected contamination and cleaned the instrument. There was no allegation of an adverse event. The calibration was acceptable. The customer was not using qc. The suspect product was requested to be returned for investigation. The retention material of lot 29191100 was measured on an urisys 1800 analyzer with native urine and a nitrite dilution series and a leucocyte dilution series. The results of the measurements fulfill our requirements. No false negative results were observed.